Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, removing old breast implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 400cc, right: 450cc) and experienced postoperative bilateral cutaneous contour deformity. The patient stated that she could feel her implants on the sides of her breasts. In addition, the patient was concerned of the age of her implants, since it¿s been about 30 years after the implantation surgery. The patient had a phone consultation with a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On july 06, 2023, mentor received additional information. Mentor became aware that the patient experienced a rupture of her left prosthesis. The patient's date of explant was updated to (B)(6) 2023. On july 14, 2023, mentor became aware that information was inadvertently omitted in the initial report. Manufacturer¿s reference number: (B)(6) in the initial report, h6. Investigation conclusions should have also been populated with cause not established (d15).